Event description:
The patient presented to the emergency room with chest pains, an echocardiogram was performed to confirm pericardial effusion. Decreased sensing was observed on the right ventricular (rv) lead. A revision was performed and while attempting to reposition, the helix of the rv lead was unable to retract from encapsulated tissue. The distal portion of the rv lead was explanted, the remaining lead was capped and a new lead was successfully implanted to resolve this event. Additionally, the patient was prescribed a drug therapy to treat the effusion. The patient was stable.

Event description:
The patient presented to the emergency room with chest pains, an echocardiogram was performed to confirm pericardial effusion. Decreased sensing was observed on the right ventricular (rv) lead. A revision was performed and while attempting to reposition, the helix of the rv lead was unable to retract from encapsulated tissue. The rv lead was explanted and replaced to resolve this event. Additionally, the patient was prescribed a drug therapy to treat the effusion. The patient was stable.